Manufacturer narrative:
No unexpected button error alarms noted. No button response on the up arrow button due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.

Event description:
Customer reported a button error on his insulin pump. The numbers were scrolling by themselves. Customer replaced the battery and the buttons started working, but he has to press the up arrow very hard for it to respond. The device passed the self test. Customer's blood glucose is 92 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)